Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl. The customer experienced symptoms such as headache and frequent urination. The customer was treated with insulin drip. The customer also reported that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08695 inches. No motor error alarms noted. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case. Insulin pump received with stained end cap sticker. Insulin pump received with foreign debris under display window.